Event description:
It was reported that the patient was complaining of inconvenience, so the device was tested on (B)(6) 2010 and it was found that the device was repeatedly on/off and not communicating well with the programmer. It was also reported the battery could not be transmitted by the clinician programmer. After the implantable neurostimulator had a problem, there was no effect from the device. Battery depletion was noted both to have been normal as well as not normal. The device was noted as non-functional. The device was replaced, and the patient was well after. The patient recovered completely.

Manufacturer narrative:
(B)(4).